Manufacturer narrative:
The pump was received with blank display due to moisture damage electronic assembly. I was unable to be verified that the pump was vibrating, counting up, or if there was a loud tone due to blank display anomaly. There were minor scratches to the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The functional test was unable to be performed due to blank display anomaly.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm, and their device was exposed to moisture. The customer states they got out of the pool and placed the pump into the pocket of their already wet suit. The customer's blood glucose level was unknown. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.